Event description:
It has been reported that the system was not starting up. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon functional testing the fse found that there was issue with the software of flexvision pc. Review of the system log file showed a malfunction of flexvision pc resulted in the system to stop booting. The philips engineer had reinstalled software of the flexvision pc, which temporarily solved the issue. However, the same issue reoccurred multiple times and the fse replaced the flexvision pc and hard disk. After replacement of flexvision pc and hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.